Manufacturer narrative:
Refer to the attached analysis report.

Event description:
On (B)(6) 2016, the physician reported some noise oversensing on the right ventricular channel of the subject ICD system (implanted on (B)(6) 2011). The noise exhibited low amplitudes, pacing threshold were still good, and the rv defibrillation lead impedance and coil continuities were stable, although a reduction of r-waves amplitudes had been observed recently.